Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The erroneous result was reported outside of the laboratory. The initial hcg + b result was 9213.00 miu/ml. This result was considered to be incorrect since the patient was not pregnant. On (B)(6) 2017 a 2nd sample from the patient was obtained and the result was <0.100 miu/ml. The customer thinks there was a patient sample mix-up since the patient went to different sites for sample collection. The samples are no longer available. No adverse event occurred. The hcg + b reagent lot number was 21015100. The expiration date was not provided. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. A possible root cause may be related to a patient sample mix up. The clinical plausibility of the result could not be verified. Contamination is also a potential root cause. None of these could be confirmed with the information provided for investigation. A general reagent issue is not suspected.